Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was drilled. It was further noted that the issue with the drilled tip was consistent with failure to follow the directions for use. It was noted that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was also noted that the attachment could then be forced into position which placed the distal tip of the burr in compression. It is at this point that the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow directions for use, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a drilled tip. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.